Manufacturer narrative:
H6: updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Correction: d4, d3 updated- primary UDI number, MFR establishment name were updated.

Event description:
Person with diabetes (pwd) reported he placed a new infusion set and his blood glucose started to climb up to 217 mg/dl and so he changed site and noted the cannula was bent. Pwd then gave a bolus with the new infusion site but bg went up to 357 mg/dl. Pwd changed his infusion site again and gave another bolus recommended by the pump. Pwd changed the site again and cannula was bent after removal. There were visible kinks, twist or damage to tubing. . The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.